Event description:
It was reported that the customer's fill estimate was inaccurate. Customer used apidra. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.